Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was trigged due to out of range shock impedance measurements. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information noted that no further changes were performed and no new alerts were noted.